Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system controller 2.0 : model #: 1420 / catalog #: 1420 / expiration date: unk / serial #: unk, UDI #: (B)(4). Device available for evaluation? No. Device manufacture date: unk. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system controller 2.0, medical device: model #: 1420 / catalog #: 1420 / expiration date: unk / serial #: unk, UDI #: (B)(4). Device available for evaluation? No. Device manufacture date: unk. Labeled for single use? No. (B)(4). This information was received from the destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced worsening heart failure associated with the ventricular assist device (vad) exhibiting a vad stop and a vad stopped alarm following an accidental double disconnection of both power sources. Attempts to restart the vad and recycle power to the primary controller were made. The primary controller was exchanged with the back up controller and the vad exhibited a loud alarm. One of the controllers exhibited a controller fault alarm. Multiple attempts to restart the vad failed and the patient was admitted for an emergent vad exchange. The patient was stabilized and they received dobutamine and heparin. The vad was exchanged. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the controllers were removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: one ventricular assist device (vad) ((B)(6)) and two controllers ((B)(6)) were returned for evaluation. One vad ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of vad (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use during the reported event. Analysis of the event log file associated with (B)(6) revealed a controller power-up event on (B)(6) 2021 at 23:34:16. The data point prior to the loss of power revealed that bat651716 was connected to power port one with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 91% rsoc. The data point recorded after the loss of power revealed that bat651716 was connected to power port one and (B)(6) was connected to power port two. No anomalies were recorded leading up to controller power up event. The controller was without power for 11 seconds. Analysis of the alarm log file revealed one vad stopped alarm logged on (B)(6) 2021 at 23:34:57, indicating that the pump failed to restart after multiple attempts. Additionally, a vad disconnect alarm was logged at 23:50:24, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller exchange. Review of the log files associated with (B)(6) revealed multiple controller power-up events logged on (B)(6) 2021 starting at 00:06:04. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2021, indicating that the power-up event occurred during a controller exchange. Analysis of the alarm log file revealed fourteen vad disconnect alarms logged on (B)(6) 2021 between 00:06:09 and 00:52:41. An analysis of the alarm file revealed that several of the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms were higher than the set speed. This indicates that a possible loss of synchronizati on of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Thirteen vad stopped alarms were logged between 00:07:20 and 00:49:55, indicating that the pump failed to restart after multiple attempts. In addition, eight (8) power disconnect alarms were logged between 00:15:49 and 00:52:59. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event log recorded a high-power consumption during the attempted motor starts, which required more current from the batteries. The batteries were most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. Additionally, it is likely that the overcurrent condition also prevented the batteries from providing power, resulting in several of the additional losses of power to the con troller. Two (2) additional controller power-up events without associated motor start events were logged on (B)(6) 2021 on (B)(6) at 16:31:08 and on (B)(6) at 16:58:19, likely during troubleshooting. As a result, the reported losses of power and vad stop events on vad (B)(6) were confirmed. Log file analysis did not reveal any controller fault alarms within the analyzed period. Log files covering the period in which vad (B)(6) was in use were not available for analysis. As a result, the reported controller fault alarm event and vad stopped event on vad (B)(6) could not be confirmed. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front housing disc curvature was found to be deviating from release specifications. Further analysis revealed outer shroud contact that created more friction at the housing to impeller interface; this increase in friction was investigated during the CAPA (B)(4) investigation. The most likely root cause of the initial loss of power to (B)(6) can be attributed to a disconnection of both power sources from the controller, as described in the event details. The continuous no power alarm is generated when both power sources are disconnected from the controller. (B)(4) is investigating controller losses of power. The additional losses of power likely occurred during the reported controller exchange, the troubleshooting process, and/or due to the battery discharge overcurrent condition. CAPA (B)(4) is investigating controller losses of power during pump start due to batte ry discharge overcurrent condition. A possible root cause of the observed power disconnect alarms may be attributed, but not limited, to a physical disconnection of the power sources. Possible causes of the observed vad disconnect alarms associated with vad (B)(6) can be attributed to a loss of synchronization of commutation, leading to false vad disconnect alarms, and/or physical disconnections of the driveline from the controller, likely during troubleshooting. (B)(4) is investigating controller losses of synchronization of commutation. The most likely root cause of the vad stopped alarms observed in the log files associated with vad (B)(6) can be attributed to a failure of the pump to restart after multiple attempts. The vad (B)(6) was in scope of fca cvg-21-q3-21. CAPA (B)(4) is investigating pump failures to restart. Based on the available information, the most likely root cause of the reported vad stopped event associated with vad (B)(6) can be attributed to the reported disconnection of the vad by healthcare professionals. Additional products: d4: (B)(6) d9: yes, return date: 26-april-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c19, c21 h6: FDA conclusion code(s): d02, d10, d16 d4: (B)(6) d9: yes, return date: 26-april-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19, c23 h6: FDA conclusion code(s): d10, d11 d4: (B)(6) d9: yes, return date: 26-april-2022 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received that the vad exhibited a vad stop. The device has been added to this event. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: mcs1705pu / catalog #: mcs1705pu/ expiration date: 31-aug-2022 / serial #: (B)(6), UDI #: (B)(4). D9: no, h4: mfg date: 06-aug-2020 h5: no, h6: patient ime code(s): e0611, h6: imf code(s): f02, f2303, h6: img code(s): g04105, h6: FDA device code(s): a141204, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the exchanged vad exhibited a vad stop.

Event description:
It was further reported that the patient presented to the emergency department febrile, with some initial leukocytosis, hypotensive and hypoxic, possibly due to pneumonitis. A computed tomography (CT) of the chest showed interstitial edema and opacities to right lung with unilateral infiltrates and atelectasis. The patient required high flow oxygen plan to treat the pneumonia and was started on antibiotics. Blood cultures were positive for budding yeast (fungemia) . The cause of death was pneumonia and sepsis.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Updated b2, b5, h6 and h10. Product event summary: one (1) pump ((B)(6)) and two (2) controllers ((B)(6)) were returned for evaluation. One (1) pump ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use during the reported event. Analysis of the event log file associated with (B)(6) revealed a controller power-up event on (B)(6) 2021 at 23:34:16. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 91% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to controller power up event. The controller was without power for 11 seconds. Analysis of the alarm log file revealed one (1) vad stopped alarm logged on (B)(6) 2021 at 23:34:57, indicating that the pump failed to restart after multiple attempts. Additionally, a vad disconnect alarm was logged at 23:50:24, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller exchange. Review of the log files associated with (B)(6) revealed multiple controller power-up events logged on 26/mar/2021 starting at 00:06:04. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2021, indicating that the power-up event occurred during a controller exchange. Analysis of the alarm log file revealed fourteen (14) vad disconnect alarms logged on 26/mar/2021 between 00:06:09 and 00:52:41. An analysis of the alarm file revealed that several of the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Thirteen (13) vad stopped alarms were logged between 00:07:20 and 00:49:55, indicating that the pump failed to restart after multiple attempts. In addition, eight (8) power disconnect alarms were logged between 00:15:49 and 00:52:59. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event log recorded a high-power consumption during the attempted motor starts, which required more current from the batteries. The batteries were most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. Additionally, it is likely that the overcurrent condition also prevented the batteries from providing power, resulting in several of the additional losses of power to the controller. Two (2) additional controller power-up events without associated motor start events were logged on 26/mar/2021 on (B)(6) at 16:31:08 and on (B)(6) at 16:58:19, likely during troubleshooting. As a result, the reported losses of power and vad stop events on (B)(6) were confirmed. Log file analysis did not reveal any controller fault alarms within the analyzed period. Log files covering the period in which (B)(6) was in use were not available for analysis. As a result, the reported controller fault alarm event and vad stopped event on (B)(6) could not be confirmed. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front housing disc curvature was found to be deviating from release specifications. Further analysis revealed outer shroud contact that created more friction at the housing to impeller interface; this increase in friction was investigated during the CAPA pr00502194 investigation. Information received from the site indicated that, following the vad exchange, the patient began declining. It was further reported that the patient was febrile, with some initial leukocytosis, hypotensive and hypoxic, possibly due to pneumonitis. A computed tomography of the chest showed interstitial edema and opacities to right lung with unilateral infiltrates and atelectasis, and blood cultures were positive for budding yeast (fungemia). The patient required high flow oxygen and was started on antibiotics. The patient later expired. The most likely root cause of the initial loss of power to (B)(6) can be attributed to a disconnection of both power sources from the controller, as described in the event details. The continuous no power alarm is generated when both power sources are disconnected from the controller. (B)(4) is investigating controller losses of power. The additional losses of power likely occurred during the reported controller exchange, the troubleshooting process, and/or due to the battery discharge overcurrent condition. CAPA pr00544941 is investigating controller losses of power during pump start due to battery discharge overcurrent condition. A possible root cause of the observed power disconnect alarms may be attributed, but not limited, to a physical disconnection of the power sources. Possible causes of the observed vad disconnect alarms associated with (B)(6) can be attributed to a loss of synchronization of commutation, leading to false vad disconnect alarms, and/or physical disconnections of the driveline from the controller, likely during troubleshooting. (B)(4) is investigating controller losses of synchronization of commutation. The most likely root cause of the vad stopped alarms observed in the log files associated with (B)(6) can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00502194 is investigating pump failures to restart. Based on the available information, the most likely root cause of the reported vad stopped event associated with (B)(6) can be attributed to the reported disconnection of the vad by healthcare professionals. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to the intensive care unit (ICU).

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) pump (B)(6) and two (2) controllers (B)(6) were returned for evaluation. One (1) pump (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use during the reported event. Analysis of the event log file associated with (B)(6) revealed a controller power-up event on 25-mar-2021 at 23:34:16. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 91% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to controller power up event. The controller was without power for 11 seconds. Analysis of the alarm log file revealed one (1) vad stopped alarm logged on (B)(6) 2021 at 23:34:57, indicating that the pump failed to restart after multiple attempts. Additionally, a vad disconnect alarm was logged at 23:50:24, indicating a physical disconnection of the driveline from t he controller, which corresponds with the reported controller exchange. Review of the log files associated with (B)(6) revealed multiple controller power-up events logged on 26-mar-2021 starting at 00:06:04. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6)2021, indicating that the power-up event occurred during a controller exchange. Analysis of the alarm log file revealed fourteen (14) vad disconnect alarms logged on (B)(6) 2021 between 00:06:09 and 00:52:41. An analysis of the alarm file revealed that several of the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Thirteen (13) vad stopped alarms were logged between 00:07:20 and 00:49:55, indicating that the pump failed to restart after multiple attempts. In addition, eight (8) power disconnect alarms were logged between 00:15:49 and 00:52:59. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating an over current alert. The event log recorded a high-power consumption during the attempted motor starts, which required more current from the batteries. The batteries were most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. Additionally, it is likely that the over current condition also prevented the batteries from providing power, resulting in several of the additional losses of power to the controller. Two (2) additional controller power-up events without associated motor start events were logged on 26-mar-2021 on (B)(6) at 16:31:08 and on (B)(6) at 16:58:19, likely during troubleshooting. As a result, the reported losses of power and vad stop events on (B)(6) were confirmed. Log file analysis did not reveal any controller fault alarms within the analyzed period. Log files covering the period in which (B)(6) was in use were not available for analysis. As a result, the reported controller fault alarm event and vad stopped event on (B)(6) could not be confirmed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and additional information. Newly added: - b5: the patient passed away, - h6: codes fdp and imf, - h10: the two controller serial number, expiration/manufacturer date , UDI number. Product event summary: one ventricular assist device (vad) and two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of vad¿s manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use leading up to the reported event. Analysis of the event log file revealed a controller power up event on (B)(6) 2021 at 23:34:16. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two with 91% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. No anomalies were recorded leading up to controller power up event. The controller was without power for 11 seconds. Analysis of the alarm log file revealed two vad stopped alarms logged between on (B)(6) 2021 at 23:34:57 and 23:50:24, indicating that the pump failed to restart after multiple attempts. Additionally, log file analysis revealed another controller power up event on (B)(6) 2021 at 16:31:08, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed multiple controller power up events logged on (B)(6) 2021 between 00:06:04 and 16:58:19. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2021, indicating that the power up events occurred during a controller exchange. Analysis of the alarm log file revealed fourteen vad disconnect alarms logged on (B)(6) 2021 between 00:06:09 and 00:52:41. An analysis of the alarm file revealed that several of the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher t han the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Thirteen vad stopped alarms have been logged between 00:07:20 and 00:52:41, indicating that the pump failed to restart after multiple attempts. In addition, eight power disconnect alarms have been logged between 00:15:49 and 00:52:59. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event log recorded a high-power consumption during the attempted motor starts, which required more current from the batteries. The batteries were most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. Log file analysis did not reveal any controller fault alarms within the analyzed period. Additional products: d4: model #: expiration date: 31-dec-2019 / serial #: (B)(6) UDI #: (B)(4) d10: yes, return date: 26-apr-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 06-dec-2018 d10: yes, return date: h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d02, d10, d12 d4: model #: expiration date: 31-dec-2019 / serial #: (B)(6) UDI #: (B)(4) d10: yes, return date: 26-apr-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 05-dec-2018 d10: yes, return date: h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19, c23 h6: FDA conclusion code(s): d10, d11, d12 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that following the vad exchange, the patient began declining, the oxygen (o2) requirements increased and the patient was not responding to stimuli so the healthcare professionals disconnected the vad and within second to a minute the patient died. There will not be an autopsy and the patient will be cremated.

Manufacturer narrative:
A supplemental report is being submitted for a correction. B2 outcome attributed to adverse event corrected from life threatening, intervention required and hospitalization to death. Date of death entered. H1 type of reportable event corrected from serious injury to death. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.